Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead was prophylactically explanted and replaced. The physician noted that under the suture sleeve the polyurethane coating was "peeled off" but the insulation remained intact. No patient complications have been reported as a result of this event.